Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that nsm in brownsville, tx received a call from the mom of a resident saying she got call from one of ther nurses telling her that there had been a fall. - in short "the nurses raised with lift, pump didn't hold, and patient fell to the ground" - there were no serious injuries. There were a couple of bruises, and scratches and will soak in epson salt. - witnesses would have included the nurses who were in the room but the name(s) is not known as of this report. Complaint #(B)(6) and ra (B)(6) were entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.